Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformity, pain, hardening and seroma-late right and capsular contracture baker grade IV.

Event description:
Patient reported deformity, pain, hardening and seroma-late right side. The device remains implanted. Healthcare professional reported capsular contracture baker grade IV.

Event description:
Device has been explanted.